Event description:
Customer states that they were using beckman coulter digoxin reagent ('dign') lot number m906076 on a synchron cx7 instrument and an access instrument for correlation studies and obtained discrepant results, 0.6 on the synchron and 1.6 on access. Reference lab results were 1.5. Customer believes the lower synchron results is incorrect. Incorrect low digoxin results, if used for dosage decisions, could cause additional digoxin to be administered that could place the levels in the toxic range.